Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected the critical block and inverse critical block did not add to zero. Alarm noted during testing, however the critical block and inverse critical block did not add to zero. Found in pump history files due to software anomaly as per global logic analysis (esf (B)(4)). The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer was able to successfully clear the alarm. Customer able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.